Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -14.0/1.5/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2020. Low vault was observed. On (B)(6) 2022 the lens was explanted. Cause reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -14.0/1.5/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2020. Low vault was observed with rotation. On (B)(6) 2022. The lens was exchanged for a longer length and the problem was resolved. H3: product evaluation: lens returned in a microcentrifuge vial in moisture. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).